Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that a patient had an acromial stress fracture. Actions taken consisted of immobilization and resume physical therapy. The patient's shoulder is very stiff as a consequence of the acromial stress fracture.

Event description:
It was reported that a patient had an acromial stress fracture. Actions taken consisted of immobilization and resume physical therapy. The patient's shoulder is very stiff as a consequence of the acromial stress fracture.

Manufacturer narrative:
The event could not be confirmed because the device was not returned as it is still implanted. No additional information has been made available. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or any further information is provided, the complaint report will be updated.